Manufacturer narrative:
(B)(4). The motor error alarm went off during the basic occlusion test due to faulty forced sensor resistor. The motor was tested outside of the device and passed. The insulin pump passed the displacement , self test and unexpected restart alarm tests. The pump passed all operating currents tested within the spec range and off no power test. The pump was received with cracks in the battery tube thread, reservoir tube lip, case near display window corners and minor scratches on display window. Drive support cap was inspected and there was no anomaly detected.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was unknown. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.